Event description:
Related manufacturer reference number: 3006705815-2023-03404, 3006705815-2023-03406. It was reported that the patient¿s ipg was inoperable, and the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention took place wherein the ipg and leads were explanted and replaced. Stimulation was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.